Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump and meter paired successfully. Boluses were programmed and executed using the meter remote without errors occurring. The pump passed rf testing. The meter remote failed rf testing.

Event description:
It was reported that the patient was hospitalized for diabetic ketoacidosis for a few days. A family member was unable to provide details about blood glucose values, dates of hospitalization, or treatment. She reported that the patient continued to use the pump intermittently since the hospitalization and she alleged that the patient experienced erratic blood glucose readings during that time. Again, the family member was unable to provide details about the blood glucose values, dates of excursions, or number of occurrences. She did not report medical intervention for these subsequent events. The family member reported that the pump lost communication with the meter remote multiple times but she was unable to provide details about the number or dates of the occurrences. She stated that neither she nor the patient were aware that bolus deliveries were canceled. The family member claimed that the physician verbalized to her that the communication issue was the reason for hospitalization. This complaint is being reported because of the allegation that a communication issue between the pump and the meter remote was responsible for the blood glucose excursion and subsequent hospitalization.